Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The end user states the unit will shut down without an error code. Not aware of battery level and states her husband has bad sight so he may not have seen it.